Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and failed. A review of the share logs was performed and signal loss was found for transmitter with serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed.the probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.